Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported on (B)(6) 2019 upon removal a tampon fell apart leaving pieces inside. She is uncertain she was able to remove the remaining tampon pieces.